Event description:
The company was notified that the pt reportedly experienced a decrease in performance. External equipment was exchanged and programming adjustments were made, but the problems were not resolved. Testing confirmed that the device was functioning. The center made the decision to explant the pt's ci device and reimplant another device.